Event description:
It was reported that the intraocular lens (iol) was fully inserted, removed, and replaced in the same procedure due to a bent/broken haptic. No vitrectomy, sutures, or incision enlargement was required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. Patient has recovered. The iol will not be returned for investigation as it was discarded. No additional information is available.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.